Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the left head brake not holding. The caster would continue to swivel when the brake is set. The technician replaced the brake caster to repair the bed.